Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found that aspirate probe number 3 was bent and aspirate probe number one per-pump tubing cut too short. Also, the mixer belt speed was low an pullies were worn. The fse also found the length between the grey clips on the peri-pump tubing was too long causing intermittent poor rv evacuation; the tubing was replaced. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneous accutni (troponin I) and myoglobin results were generated by the access 2 immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The sample was retested and the results obtained were within expectations. An amended report was issued. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.